Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/25/2016 a medtronic representative, following-up at the site, spoke with the site the day of the call and found out that the imaging system mobile view station (mvs) had been shut down improperly (mvs was unplugged and died). When the mvs is not shut down properly the dose data does not save. The medtronic representative verified they have had no further issues generating dose reports and explained to the site that they must shut down the mvs properly. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their imaging system was unable to generate a dose report. The site representative was unable to run a report for the selected patient. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.